Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a greater than 2000 ohms impedance measurement in true bipolar configuration. The vector was reprogrammed to extended bipolar configuration and had a pace impedance measurement of 667 ohms. Additional information received from the field representative indicates that there was evidence of loss of biventricular pacing prior to reprogramming the device which negatively impacted the patient's condition. The clinician plans to continue monitoring patient. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.